Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. Resistance was in the proximal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the catheter and rebar.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this was a case of thrombectomy in the left middle cerebral artery. The vessel curvature was normal, but there was significant resistance when delivering the sfr 4-20 through the rebar 18. The surgeon attempted to deliver it 2¿3 more times and fully hydrated, but it still could not be delivered to the target vessel at all. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter, react 71 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the tici and nihss scores are unclear, but the patient's thrombus was successfully removed without complications, and the patient was discharged smoothly after one week of hospitalization.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The reported rebar 18 catheter was not returned with the solitaire stent. Damaged location details: the solitaire fr 4-20 stent working and non-working length struts were in good condition. No irregularities were found outside the proximal marker. The marker coil was observed to be kinked at the buffer weld. No bends or kinks were found on the pusher wire. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ report was confirmed, as the marker coil on the returned solitaire fr 4-20 stent device was kinked. The damage could have occurred when the customer attempted to advance the solitaire fr 4-20 stent device through the reported rebar 18 catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes of resistance include vessel tortuosity, an incompatible/damaged catheter, failure to maintain the correct flush rate, loose rhv during delivery, or a lack of continuous saline/heparinized saline flush during delivery. In this event, the reported rebar 18 catheter was compatible with the solitaire fr 4-20 stent device, as it has a labeled inside diameter (ID) of 0.021 inches, and the customer reported no damage to the catheter. A continuous saline flush was administered and maintained, ruling out an incompatible/damaged catheter and a lack of continuous saline/heparinized saline flush during delivery as potential causes. Therefore, vessel tortuosity, failure to maintain the correct flush rate, or loose rhv during delivery could have contributed to the resistance failure. Since the reported rebar 18 catheter was not returned, the catheter's contribution to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.